Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that before the acl reconstruction surgery, once it was opened the biosure carton, it was found the screw was broken. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packaging instructions found that each device is inspected for integrity and particulate before being loaded into its paper carrier and pouch. Once the device is inserted into the pouch, it is then loaded into the sealer and the pouch is sealed. A visual inspection of the returned device found that it is not in its original packaging. The opened packaging was returned, but showed no signs of impact or damage. There are signs of impact on the device. The proximal end is deformed, compressed, and scratched. There is hair and other non-biological debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the customer provided image finds the complaint device with the deformity on the proximal end evident. The complaint was confirmed, and the root cause could not be determined. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.